Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a company representative regarding a patient receiving intrathecal compounded baclofen via an implanted infusion pump. The pump was programmed to deliver compounded baclofen 2500mcg/ml at a dose of "566/day". The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. On (B)(6) 2015, the pump was replaced for normal eri/eos (elective replacement indicator/end of service). The catheter was noted to be patent at the surgery. The patient ended up in the ICU (intensive care unit) due to a change if therapy effect with a sudden onset of nausea, vomiting, tremors, not eating or drinking, blood pressure issues (high blood pressure "through the roof"), elevated heart rate, unable to sleep and agitation. It was initially reported that a new drug was introduced into the pump; it was unknown what type of baclofen was in the 'old' pump and what was placed in the new pump and if the dose/concentration was changed; however, it was later reported that the new pump contained compounded baclofen. The pump was checked and pump programming and pump function appeared normal. Logs were going to be checked to further confirm pump function. No MRI (magnetic resonance imaging) or other tests were performed. Follow-up was being conducted to obtain drug information, other medications that the patient was taking at the time of the event, medical history, and information regarding sx including diagnostics, actions/interventions, cause and outcome.